Event description:
It was reported that the patient recently was hospitalized due to fast heart rate. The device was settled into doo mode to let patient receive electric cardioversion. Afterwards the device was locked and pacing 60 per minute in vvi mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient recently was hospitalized due to fast heart rate. The device was settled into doo mode to let patient receive electric cardioversion. Afterwards the device was locked and pacing 60 per minute in vvi mode. The device remains in use. No patient complications have been reported as a result of this event.